Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was out of alignment. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) found the issue during periodic maintenance on the v60 device. Calibration was performed and the alignment issue persisted. As a result the touchscreen was replaced and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.